Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator, right ventricular defibrillation lead, and left ventricular lead were removed due to infection. No additional adverse patient effects reported.

Manufacturer narrative:
The explanted products were not returned to boston scientific. Should additional informaiton become available this event will be updated and an amended report submitted.